Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. Hospital retained.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a torque wrench tip sheared off and fused into the set screw. The torque wrench tip remains in the patient confined to the set screw. Surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the torque wrench was retained by the hospital, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. The back up optional drivers were used to complete the case. The shearing face of the tip can create deformation of the fragment which could contribute to the tip becoming wedged in the set screw.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a torque wrench tip sheared off and fused into the set screw. The torque wrench tip remains in the patient confined to the set screw. Surgery took place (B)(6) 2017.